Event description:
The customer reported a therapy cable failure in operational check.

Manufacturer narrative:
(B)(4): a therapy cable failure could impact the delivery of therapy. The device was evaluated by a philips field service engineer (fse) and the reported symptom was confirmed. Switching the cable did not resolve the symptom. The fse reseated the therapy connector and replaced the test load. After passing all testing, the device was returned to use. Philips was unable to determine the cause of the reported symptoms as more than one part was replaced. No formal communication was requested and none provided.